Event description:
Patient was having a transcatheter aortic valve replacement (tavr) valve placed in the operating room. Edwards sales rep was in the room and loaded the tavr valve into the insertion device backwards. The surgeon was not aware that the valve was loaded backwards and deployed the valve into the patient. The patient immediately coded, and the valve was removed, the patient was taken for open heart surgery to repair the damage and was then sent to the ICU.